Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was superficial and was causing some neuropathic pain. It was also reported that the ipg was not charging properly. The patient underwent a revision where in the ipg was relocated.